Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur.¿ ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿although mechanical testing demonstrates that metal on metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced remains undetermined.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2009-00035 /-00036 and 1825034-2014-03730).

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2009 due to aseptic loosening. Additional information received from patient¿s legal counsel reports patient allegations of pain and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2009 to address aseptic loosening around the implants. Additional information received from patient's legal counsel reports patient allegations of pain and elevated metal ion debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient was revised on the left hip due to loosening. Revision op report notes anterior proximal femoral deficiency and loose acetabular component. The cup, modular head, and femoral stem were removed and replaced.